Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 and the root cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The cause could not be identified because there is not enough information in the event description to determine an assignable cause code.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 on the home choice (hc) during peritoneal dialysis, dwell 3 of 4. The technical service representative (tsr) instructed the home patient (hp) to cycle the power to press go to start and had the hp disconnect, then remove the cassette. The tsr advised the hp to contact the nurse. There was patient involvement. No patient injury or medical intervention was reported.